Event description:
It was observed during the device evaluation, the cystonephro videoscope exhibited the adhesive on the bending section cover had a chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to stress problems, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.